Manufacturer narrative:
Device evaluated by MFR: the 300cm straight tip v-14 control wire was not returned for analysis. Although media was provided in the parent record and it was verified that the information on the box and pouch matched the details of the complaint, this does not substantiate the reported issue of distal tip detachment of the device or its component. Consequently, the complaint event cannot be confirmed due to the absence of a returned device or a comprehensive media review that could identify any issues supporting the alleged claim.

Event description:
It was reported that guidewire detachment occurred, and additional intervention was performed. The 60 to 70% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa) to proximal artery. A 300cm straight tip v-14 control wire was used for treatment. During the procedure, the physician attempted to advance this guidewire through a non-bsc guiding catheter in order to cross the lesion. The physician encountered difficulty in crossing the lesion and applied pressure and torque to the proximal end of the guidewire in an effort to navigate through the calcified area. Subsequently, it was observed that the distal spring coil segment of the guidewire, measuring approximately 2 to 3 cm, had detached. The detached portion of the guidewire was successfully snared and retrieved intact. The procedure was then completed using an alternative device. There were no patient complications as a result of this event.

Event description:
It was reported that guidewire detachment occurred, and additional intervention was performed. The 60 to 70% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery (sfa) to proximal artery. A 300cm straight tip v-14 control wire was used for treatment. During the procedure, the physician attempted to advance this guidewire through a non-bsc guiding catheter in order to cross the lesion. The physician encountered difficulty in crossing the lesion and applied pressure and torque to the proximal end of the guidewire in an effort to navigate through the calcified area. Subsequently, it was observed that the distal spring coil segment of the guidewire, measuring approximately 2 to 3 cm, had detached. The detached portion of the guidewire was successfully snared and retrieved intact. The procedure was then completed using an alternative device. There were no patient complications as a result of this event.